Event description:
Pt has history of left ventricular dysfunction with ejection fraction of 20% and chf. In 1999 she had an automatic implantable cardioverter-defibrillator implanted. In 2006 her defibrillator fired 1x. The next morning she had another shock and 2 hours later it started firing repeatedly. She was taken to the ed and was in ventricular tachycardia. Defibrillator continued to fire repeatedly even while pt was in sinus rhythm. Believed to have a malfunctioning right ventricular lead. Old ICD removed and new ICD implanted 2 days later.